Event description:
Stent being deployed in rca. Balloon ruptured. Stent not fully deployed. Pt became bradycardic with decrease in blood pressure and st elevation. Another balloon inserted and stent fully deployed. Another baloon inserted and stent fully deployed. Pt stabilized and left cath lab in stable condition.